Event description:
Liquid exude from PICC.

Manufacturer narrative:
Results of device evaluation will be filed in a supplemental report when sample is received. Add'l info requested necessary in determining reportability. Requested: 01/03/2011. Received: 01/17/2012.